Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that pxtra meters are designed to produce readings of 20 mg/dl to 500 mg/dl and don't give a numeric value for readings less than 20 mg/dl. A reading less than 20 mg/dl would display a "lo" message. Note: the device manufacture date is unknown.

Event description:
A customer's wife reported obtaining a reading of 12 mg/dl on their pxtra meter as the customer was "making a lot of noise, screaming, unconscious, flailing about, unresponsive. " the paramedics were called and got a reading of 20 mg/dl on the meter of unknown brand. The customer was reportedly treated on the scene with IV of unknown type and was not transported to a health care facility. The caller also stated customer was stuck multiple times when paramedics tried to find a location for the IV, which resulted in bruising. There was no report of death or permanent impairment associated with this medical event.